Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead, due to bi-ventricular upgrade. There was a right atrial (ra) lead present within the patient but was not initially targeted for extraction. A spectranetics lld lead locking device (lld) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight device on the rv lead, lead on lead binding with the ra lead was encountered, and the ra lead started pulling back. At that time, the rv lead broke, and the remaining portion of the lead and lld were removed from the patient. The ra lead was then pulled out with manual traction, and the glidelight was removed from the body. However, upon removal, a kink and red laser light emitting was observed. Continuing the procedure, femoral snare was attempted to remove the remaining portion of the rv lead but was unsuccessful. The decision was made to abandon the rv lead; therefore, the lead was capped and remained in the patient. The patient survived the procedure. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
H3) the glidelight device was returned for evaluation. Visual inspection found kinks and twisting along the working length, with three breaches to the outer jacket, melting, and broken fibers spanning 255 mm from the distal tip. H6) based on the device evaluation and investigation, this has been determined to be a use related failure. The device interaction with lead on lead binding likely resulted in additional forces being applied to the outside of the jacket, resulting in the kinking and broken fibers. Broken fibers in the damaged area redirect the laser energy, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.